Manufacturer narrative:
Qn# (B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the bottom jaw was missing from the device and the channel box was bent inwards. Functional inspection could not be performed based on the condition of the returned sample. However, the sample was disassembled to inspect the internal components. Upon disassembly, it was found that the ratchet ears were intact but the yoke was broken at the pin position. The sample was received with 7 clips remaining in the channel indicating that 8 clips were fired by the end user. The clips were out of position in the channel and stacking on one another due to the damage to the channel and the missing jaw. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips were not properly held by applier" was confirmed based upon the sample received. The sample was returned with the bottom jaw missing and the channel box bent inwards. Functional testing could not be performed since a jaw was missing. At the time of manufacturing assembly, the autoend05 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related defect. Based upon the observed damage, operational context caused or contributed to this event.

Event description:
It was reported that the clips were not properly held by the applier and they scratched the skin. One clip fell into the patient, but it was removed by the surgeon.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73d1800211 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clips were not properly held by the applier and they scratched the skin. One clip fell into the patient, but it was removed by the surgeon.